Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient (pt) states they went to a "stretch person" yesterday and they did their lower back and it band. Pt states as the person was stretching them, the right side where the implant was located was giving out electrical shocks. Pt states it happened 3 times but then it hasn't happened since. Pt confirmed they currently have the stimulation on. Pt wanted to know if this is normal. The patient was redirected to their healthcare provider to further address the issue. Patient services also reviewed if shocking occurs again, pt can turn stim off until device has been checked.